Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the fill port during filling. The device contained no drug, only diluent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured april 5, 2016 ¿ april 8, 2016. The device was received for evaluation with fluid in the bladder. Visual inspection revealed evidence of leak/backflow at the fillport when the fillport cap was removed. Further examination revealed the direct cause to be a white particle approximately 0.20 square mm in size located under the checkband. The white particle was identified as acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the particulate matter could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.